Event description:
Information received from the field notes low lead impedanceand a capture and sensing anomaly. The patient's clinical status was addressed as a presence of atrial flutter/supra ventricular tachycardia.~~~~~~~~